Event description:
The product is a brand of tampons called u by kotex® click® compact tampons (super absorbency). During removal of the tampon, it completely unraveled and essentially shredded into large tufts of airy-like cotton. I'm not sure if I got all of the product out of my body or if some of it still remains inside my body. I took photographs of the tampon after I was able to remove it. I've never seen this before in my entire life, and I was quite alarmed when it happened.